Manufacturer narrative:
This event was previously reported to the FDA on a summary report. Due to new information being received, it is now being submitted on a 3500a. Post market vigilance (pmv) led an evaluation of one endo clip iii 5mm clip applier with hemostay clip m/l. The event report alleges the product was used in a surgical procedure. The instrument was received partially applied with thirteen clips remaining. No visual abnormalities were observed with the instrument. The instrument was applied to appropriate test media for functional evaluation. The instrument was found to cycle without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. In addition, when the cartridge was empty, the interlock engaged to prevent the jaws from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the procedure was a laparoscopic cholecystectomy. The clip applier misfired. There were issues with the loading and firing of the clips. To complete the procedure, another clip applier was used. No patient injury or extension in surgical time.